Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,736 units of this code-batch. There are no units in our stock. We have received 27 closed samples and 1 open sample (only the second pack is open). We have opened the 27 closed samples received and the aluminium pouch (first pack) is not stuck/sealed to the peel foil (second pack). The packs have opened correctly. However, the open sample received has the aluminium pouch (first pack) stuck to the plastic film of the outer pack. The first pack is sealed to the second pack as can be seen in enclosed picture. This defect took place in the welding machine and the personnel involved in this process did not sort out this unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on product: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that the package is defective. The edge of the aluminum package was sandwiched and sealed between the film packages. That is, the secondary packaging (outer packaging) is welded onto the sterile primary packaging (inner packaging). This issue is found prior to use, there is no patient involvement.